Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 474 mg/dl. Customer experienced dry mouth and treated their high blood glucose via insulin pump. Customer changed out their infusion set and advised their blood glucose began to drop after they treated themselves. Customer declined to troubleshoot for high blood glucose.